Manufacturer narrative:
Additional, changed, and/or corrected data: d6a, d9, h3, h6.

Event description:
Patient reported "preventive replacement". Healthcare professional reported "capsular contracture 3". This record is for right side. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ capsular contracture: unable to observe since it is not related to the device. ¿ anxiety-product-procedure: unable to observe since it is not related to the device. Additional, changed, and/or corrected data: d.9., h.3., h.6.

Event description:
Patient reported "preventive replacement". Healthcare professional reported "capsular contracture 3". This record is for right side. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii. Photo evaluation: visual analysis of the photographs identified: anxiety-product/procedure: unable to observe since it is not related to the device. Capsular contracture: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported "preventive replacement". Healthcare professional reported "capsular contracture 3". This record is for right side. Device has been explanted.